Event description:
It was reported that lead revision procedure was due to loss of capture on the right ventricular lead. During the procedure, the physician was unable to extend and retract the helix while repositioning the lead. The lead was explanted and replaced. Patient was discharged after the procedure.